Manufacturer narrative:
Device received with pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to constant pump error 38 during rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received pump error alarm. The customer's blood glucose level was not provided at the time of the incident. The insulin pump will be returned for analysis.